Event description:
According to the reporter: event notified to (B)(6) as near incident. After a few minutes from infusion (saline solution 500cc + zantac 2 vials intravenous), the subcutaneous tissue around the port-a-cath was swollen causing pain to the patient. The infusion was blocked. The patient was subjected to x-ray chest with contrast media which revealed extravasation from the port-a-cath. Chemotherapy infusion for patient with metastatic carcinoma of the rectum. Sample is not available since it was discarded after replacement. Port was placed (B)(6), 2013. An additional surgery was required to remove the broken piece.

Manufacturer narrative:
(B)(4).